Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "surgical technique and outcome of uncemented thr using ha coated stems in fused and deformed hips due to ankylosing spondylitis" written by sundaresh dabir, sharath ramanath, harshad shah, madhukesh rudramurthy, and sanjana s. Patil published by hip int 2015; 25 (2): 142-145 doi: 10.5301/hipint.5000197 on (B)(6) 2014 was reviewed for MDR reportability. The article reports on patients who received uncemented porous coated depuy duraloc titanium cups with depuy marathon highly cross linked poly liner and hydroxyapatite coated depuy corail stems. A total of 4 patients had a breach in medial wall of the acetabulum during reaming and received bone grafting on the medial wall before cup insertion. One patient was noted to 56 degree inclination. One patient had a posterior dislocation of the hip and treated by closed reduction and traction applied for 3 weeks after reduction. Blood transfusion was required by 2 patients. 3 patients had leg length discrepancy of .5 cm and managed with shoe rise. The article does not identify the femoral head. Adverse events: acetabular fracture receiving intraoperative treatment, mispositioned cup, dislocation with treatment, major bleed, limb asymmetry.